Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the tim20 instrument will not fire, even with extreme force applied to handles. Another tim20 was used to complete the case. There was no consequence to the pt.